Manufacturer narrative:
All of the buttons functioned properly however, found corroded keypad traces. No unresponsive buttons noted. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a button error from the insulin pump. The customer stated that she was running the device under her bra, and halfway along the 15k, she went to change the temporary basal bump, and the buttons were stuck. The up and down, and act buttons were not working. The customer could not recall any significant event leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.